Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a high capture threshold noted on the right ventricular (rv) lead. The high capture threshold was alleged to be due to patient tissue factors. The lead was capped and replaced and the patient was stable with no consequences.